Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A 31mm watchman flx pro laa closure device & delivery system (wds) was implanted. The patient was discharged. The patient had a routine 45-day follow-up transesophageal echocardiography (tee) and the physician identified a device related thrombus (drt) on the face of the closure device. The patient was on dual antiplatelet therapy (dapt) at the time of the event. The patient was put on oral anticoagulation (oac) to be followed up in three (3) months.